Event description:
During a davinci endoscopic surgical epicardial ablation with mapping the atricure episense kit suction did not work as intended and was intermittent. A new, different suction device was used and the case continued without further incident. The vendor rep was present at the time and removed the device from the procedure and hospital.